Event description:
It was reported that revision surgery was performed due to a fracture of the device.

Manufacturer narrative:
Based on the received information the root cause of the reported breakage of the bicon-plus ti-shell can not be determined conclusively.